Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that review of the remote home monitoring data found that safety mode had been triggered for this cardiac resynchronization therapy pacemaker (crt-p). It was noted that the patient had been seen one week prior and no battery issues were observed. A replacement procedure was scheduled, but has not yet occurred. To date, the crt-p remains in service and no adverse effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that review of the remote home monitoring data found that safety mode had been triggered for this cardiac resynchronization therapy pacemaker (crt-p). It was noted that the patient had been seen one week prior and no battery issues were observed. A replacement procedure was scheduled, but has not yet occurred. To date, the crt-p remains in service and no adverse effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.